Manufacturer narrative:
Initial reporter facility name - (B)(6) hospital.

Event description:
It was reported that tip break and cancelled procedure occurred. A 300cm pt2 guidewire was selected for use in a non tortuous 85% stenosed lesion below the knee. The lesion was not predilated. The pt2 passed the lesion and a percutaneous transluminal angioplasty balloon catheter advanced over the pt2 guidewire. The tip of the pt2 guidewire was observed broken. The pt2 was removed and the procedure stopped due to this event. No patient complications were reported. The patient condition was stable following the procedure.

Event description:
It was reported that tip break and cancelled procedure occurred. A 300cm pt2 guidewire was selected for use in a non tortuous 85% stenosed lesion below the knee. The lesion was not predilated. The pt2 passed the lesion and a percutaneous transluminal angioplasty balloon catheter advanced over the pt2 guidewire. The tip of the pt2 guidewire was observed broken. The pt2 was removed and the procedure stopped due to this event. No patient complications were reported. The patient condition was stable following the procedure. It was further reported that the detached tip was snared and completely removed from the patient.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. H6 update: added additional device required f2301.